Event description:
The facility returned the device for service. During service the baxter repair technician noted that the air in line printed circuit board (ail pcb) was out of calibration. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 01 2007. During product evaluation, the air in line printed circuit board values were found to be out of specification (ail pcb). The ail pcb was replaced. After the ail pcb was replaced it was still out of specifiction so the pump head module was replaced.